Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller reported that the patient fell about a week ago and landed on the side of their back where the stimulator was implanted. Caller said the patient thinks the implant moved because it's not working anymore and the patient had a lot of pain during the night in the spot where the implant was installed. Caller said they hadn't been using the device for quite some time because it wasn't necessary anymore and they had no pain. The patient was redirected to their healthcare provider to further address the issue. Patient has no current physician as they moved. Patient confirmed they did not see any end of service (eos) message since they had not used stimulation for quite some time now. Agent reviewed longevity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller called back saying the implantable neurostimulator (ins) was not functional and they had no interest in reactivating it. Patient had experienced a lot of pain and the patient was needing to have an MRI and wanted to know if they could. Agent reviewed MRI guidelines and redirected to healthcare provider (hcp). Manufacturing representative (rep) called back with the patient stating they needed to have an MRI but the device had been non-functional for a few years. Patient's rep wanted to know the MRI guidelines. Reviewed. Suggested MRI tech call ts to get guidelines. Patient's rep also mentioned patient had been in pain for a couple of days. Healthcare provider (hcp) reports the patient's wife said that the spinal cord stimulator (scs) is "non-functional". Hcp unable to clarify further and is unsure if ins is at eos. Event date provided: "it has been off since 2010". Note: agent is aware that the scs was not implanted yet in 2010 but this is the information provided by the hcp.